Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("one of the essure coils is perforating the myometrium / left side is mostly within the uterine wall and endometrium"), device dislocation ("migration / right side has extended too far out into the tube may be protruding from tube"), perforation ("perforation") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included ulcerative colitis. Concurrent conditions included crohn's disease, thyroid disorder, raynaud's disease, ovarian cyst, nabothian cyst, constipation, ovarian cyst ruptured and bloating. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced pelvic pain ("severe pelvic pain / pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), anxiety ("anxiety"), depression ("depression"), fatigue ("fatigue"), menstrual disorder ("menstruation issues"), migraine ("migraines") and weight increased ("weight gain"). The patient was treated with surgery (novasure endometrial ablation). At the time of the report, the uterine perforation, device dislocation, perforation, anxiety, pelvic pain, depression, fatigue, menstrual disorder, migraine, weight increased, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, migraine, pelvic pain, perforation, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: underwent treatment due to complications from essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: uterine perforation" most recent follow-up information incorporated above includes: on 23-may-2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), she did not undergo essure confirmation test", reporter added from pfs. Event "one of the essure coils is perforating the myometrium / left side is mostly within the uterine wall and endometrium", concomitant condition added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("one of the essure coils is perforating the myometrium / left side is mostly within the uterine wall and endometrium/migration of essure device: into uterine cornua"), device dislocation ("migration / right side has extended too far out into the tube may be protruding from tube"), perforation ("perforation"), crohn's disease ("crohn's disease"), colitis ulcerative ("ulcerative colitis") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included ulcerative colitis and endometrial ablation in 2015. Concurrent conditions included crohn's disease, thyroid disorder, raynaud's disease, ovarian cyst, nabothian cyst, constipation, ovarian cyst ruptured and bloating. Concomitant products included bupropion hydrochloride (wellbutrin) since november 2012, eszopiclone (lunesta) since (B)(6) 2012, nsaids from (B)(6) 2013, sertraline hydrochloride (zoloft) since (B)(6) 2012 and topiramate (topamax) since (B)(6) 2012. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("severe pelvic pain / pain"), fatigue ("fatigue"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), back pain ("lower back pain") and abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced anxiety ("anxiety/psychological/psychiatric problems: mental anguish") and depression ("depression"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 years 5 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), crohn's disease (seriousness criterion medically significant), colitis ulcerative (seriousness criterion medically significant), menstrual disorder ("menstruation issues") and raynaud's phenomenon ("autoimmune disorder type of disorder: raynaud's disease") and was found to have weight increased ("weight gain"). The patient was treated with buspirone hydrochloride (buspar) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and novasure endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, perforation, crohn's disease, colitis ulcerative, menorrhagia, anxiety, pelvic pain, depression, fatigue, menstrual disorder, headache, weight increased, vaginal haemorrhage, dysmenorrhoea, dyspareunia, raynaud's phenomenon, migraine, back pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, colitis ulcerative, crohn's disease, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, perforation, raynaud's phenomenon, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: underwent treatment due to complications from essure. Right essure device is in mid tube and may be partly protruding. Left essure is within uterine cornua with a large portion protruding into the endometrium discrepancy noted in date of insertion- (B)(6) 2013 diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: did not show any signs of infection. Investigation - on an unknown date: labs are within normal limits. Pathology test - on (B)(6) 2017: clinical history: pre & post-operative diagnosis: pelvic pain history female sterilization specimens: uterus, cervix, bilateral fallopian tube segments. Final diagnosis: cervix with reactive changes and focal erosion. Endometrium with predominantly sloughed endometrium, focal basalis endometrium identified. Myometrium with small leiomyomata. Portion of right and left fallopian tube with nonspecific reactive changes. Serosa with reactive features and focal extravasated blood. Metallic coil present in left fallopian tube and right cornu grossly. The myometrium is pink-tan, coarsely trabeculated with a greatest thickness of 1.8cm. Located at the right cornu is a metallic coiled embedded within the myometrium. The right and left fimbria fallopian tubes are purple gray, torturous with a pinpoint dilated lumen. Within the left fallopian tube is a metallic coil.. Ultrasound scan - on an unknown date: essure is coming out. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: uterine perforation. Most recent follow-up information incorporated above includes: on 19-feb-2019: pfs received- new events autoimmune disorder type of disorder: raynaud's disease, ulcerative colitis, crohn's disease, headaches, abdominal pain, lower back pain were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('one of the essure coils is perforating the myometrium / left side is mostly within the uterine wall and endometrium/migration of essure device: into uterine cornua/ migration of essure device location of device: uterus'), device dislocation ('migration / right side has extended too far out into the tube may be protruding from tube'), perforation ('perforation'), crohn's disease ('crohn's disease'), colitis ulcerative ('ulcerative colitis') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included endometrial ablation in 2015 and ulcerative colitis. Previously administered products included for an unreported indication: nuvaring from (B)(6) 2012 to (B)(6) 2013 and iud nos. Concurrent conditions included crohn's disease, thyroid disorder, raynaud's disease, ovarian cyst, nabothian cyst, constipation, ovarian cyst ruptured, bloating and body mass index normal. Concomitant products included bupropion hydrochloride (wellbutrin) since (B)(6) 2012, eszopiclone (lunesta) since (B)(6) 2012, nsaids from (B)(6) 2013 to (B)(6) 2013, sertraline hydrochloride (zoloft) since (B)(6) 2012 and topiramate (topamax) since (B)(6) 2012. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain / pain/ pelvic area pain"), fatigue ("fatigue"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), back pain ("lower back pain/ lower back area pain") and abdominal pain ("abdominal pain/ abdominal area pain"). In (B)(6) 2015, the patient experienced anxiety ("anxiety/psychological/psychiatric problems: mental anguish") and depression ("depression"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required), 4 years 5 months after insertion of essure. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), crohn's disease (seriousness criterion medically significant), colitis ulcerative (seriousness criterion medically significant), menstrual disorder ("menstruation issues") and raynaud's phenomenon ("autoimmune disorder type of disorder: raynaud's disease") and was found to have weight increased ("weight gain"). The patient was treated with buspirone hydrochloride (buspar), escitalopram oxalate (lexapro) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), dilatation and curettage, hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),dilatation and curettage and novasure endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, menorrhagia, anxiety, pelvic pain, depression, fatigue, vaginal haemorrhage, dysmenorrhoea, dyspareunia, migraine, back pain and abdominal pain had not resolved and the device dislocation, perforation, crohn's disease, colitis ulcerative, menstrual disorder, headache, weight increased and raynaud's phenomenon outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, colitis ulcerative, crohn's disease, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, perforation, raynaud's phenomenon, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: underwent treatment due to complications from essure. Right essure device is in mid tube and may be partly protruding. Left essure is within uterine cornua with a large portion protruding into the endometrium discrepancy noted in date of insertion- (B)(6) 2013. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? No. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Computerised tomogram - on an unknown date: did not show any signs of infection. Investigation - on an unknown date: labs are within normal limits. Pathology test - on (B)(6) 2017: clinical history: pre & post-operative diagnosis: pelvic pain history female sterilization specimens: uterus, cervix, bilateral fallopian tube segments. Final diagnosis: - cervix with reactive changes and focal erosion. - endometrium with predominantly sloughed endometrium, focal basalis endometrium identified. - myometrium with small leiomyomata. - portion of right and left fallopian tube with nonspecific reactive changes. Serosa with reactive. Features and focal extravasated blood. - metallic coil present in left fallopian tube and right cornu grossly. The myometrium is pink-tan, coarsely trabeculated with a greatest thickness of 1.8cm. Located at the right cornu is a metallic coiled embedded within the myometrium. The right and left fimbria fallopian tubes are purple gray, torturous with a pinpoint dilated lumen. Within the left fallopian tube is a metallic coil. Ultrasound scan - on an unknown date: essure is coming out. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: uterine perforation. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter's information was added. Patient's demographics was added. Updated outcome of events from unknown to not recovered/resolved. Event onset date was updated. Concomitant condition, concomitant drug was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('one of the essure coils is perforating the myometrium / left side is mostly within the uterine wall and endometrium/migration of essure device: into uterine cornua/ migration of essure device location of device: uterus'), device dislocation ('migration / right side has extended too far out into the tube may be protruding from tube'), perforation ('perforation') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included endometrial ablation in 2015 and ulcerative colitis. Previously administered products included for an unreported indication: nuvaring from (B)(6) 2012 to (B)(6) 2013 and iud nos. Concurrent conditions included crohn's disease, thyroid disorder, raynaud's disease, ovarian cyst, nabothian cyst, constipation, ovarian cyst ruptured, bloating and body mass index normal. Concomitant products included bupropion hydrochloride (wellbutrin) since (B)(6) 2012, eszopiclone (lunesta) since (B)(6) 2012, nsaids from (B)(6) 2013 to (B)(6) 2013, sertraline hydrochloride (zoloft) since (B)(6) 2012 and topiramate (topamax) since november 2012. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain / pain/ pelvic area pain"), fatigue ("fatigue"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), back pain ("lower back pain/ lower back area pain") and abdominal pain ("abdominal pain/ abdominal area pain"). In (B)(6) 2015, the patient experienced anxiety ("anxiety/psychological/psychiatric problems: mental anguish") and depression ("depression"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required), 4 years 5 months after insertion of essure. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), crohn's disease ("crohn's disease"), colitis ulcerative ("ulcerative colitis"), menstrual disorder ("menstruation issues") and raynaud's phenomenon ("autoimmune disorder type of disorder: raynaud's disease") and was found to have weight increased ("weight gain"). The patient was treated with buspirone hydrochloride (buspar), escitalopram oxalate (lexapro) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), dilatation and curettage, hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),dilatation and curettage and novasure endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, menorrhagia, anxiety, depression, fatigue, dysmenorrhoea, dyspareunia, migraine, back pain and abdominal pain had not resolved, the device dislocation, perforation, crohn's disease, colitis ulcerative, menstrual disorder, headache, weight increased and raynaud's phenomenon outcome was unknown and the pelvic pain and vaginal haemorrhage had resolved. The reporter considered abdominal pain, anxiety, back pain, colitis ulcerative, crohn's disease, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, perforation, raynaud's phenomenon, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: underwent treatment due to complications from essure. Right essure device is in mid tube and may be partly protruding. Left essure is within uterine cornua with a large portion protruding into the endometrium discrepancy noted in date of insertion- (B)(6) 2013. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? No. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Computerised tomogram - on an unknown date: did not show any signs of infection. Investigation - on an unknown date: labs are within normal limits. Pathology test - on (B)(6) 2017: clinical history: pre & post-operative diagnosis: pelvic pain history female sterilization specimens: uterus, cervix, bilateral fallopian tube segments. Final diagnosis: - cervix with reactive changes and focal erosion. - endometrium with predominantly sloughed endometrium, focal basalis endometrium identified. - myometrium with small leiomyomata. - portion of right and left fallopian tube with nonspecific reactive changes. Serosa with reactive features and focal extravasated blood. - metallic coil present in left fallopian tube and right cornu grossly. The myometrium is pink-tan, coarsely trabeculated with a greatest thickness of 1.8cm. Located at the right cornu is a metallic coiled embedded within the myometrium. The right and left fimbria fallopian tubes are purple gray, torturous with a pinpoint dilated lumen. Within the left fallopian tube is a metallic coil.. Ultrasound scan - on an unknown date: essure is coming out. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and perforation ("perforation") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), anxiety ("anxiety"), pelvic pain ("severe pelvic pain"), depression ("depression"), fatigue ("fatigue"), menstrual disorder ("menstruation issues"), migraine ("migraines") and weight increased ("weight gain"). At the time of the report, the device dislocation, perforation, anxiety, pelvic pain, depression, fatigue, menstrual disorder, migraine and weight increased outcome was unknown. The reporter considered anxiety, depression, device dislocation, fatigue, menstrual disorder, migraine, pelvic pain, perforation and weight increased to be related to essure. The reporter commented: underwent treatment due to complications from essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('one of the essure coils is perforating the myometrium / left side is mostly within the uterine wall and endometrium/migration of essure device: into uterine cornua/ migration of essure device location of device: uterus'), device dislocation ('migration / right side has extended too far out into the tube may be protruding from tube'), perforation ('perforation') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included endometrial ablation in 2015 and ulcerative colitis. Previously administered products included for an unreported indication: nuvaring from (B)(6) 2012 to (B)(6) 2013 and iud nos. Concurrent conditions included crohn's disease, thyroid disorder, raynaud's disease, ovarian cyst, nabothian cyst, constipation, ovarian cyst ruptured, bloating and body mass index normal. Concomitant products included bupropion hydrochloride (wellbutrin) since (B)(6) 2012, eszopiclone (lunesta) since (B)(6) 2012, nsaids from (B)(6) 2013 to (B)(6) 2013, sertraline hydrochloride (zoloft) since (B)(6) 2012 and topiramate (topamax) since (B)(6)2012. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain / pain/ pelvic area pain"), fatigue ("fatigue"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), back pain ("lower back pain/ lower back area pain") and abdominal pain ("abdominal pain/ abdominal area pain"). In (B)(6) 2015, the patient experienced anxiety ("anxiety/psychological/psychiatric problems: mental anguish") and depression ("depression"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required), 4 years 5 months after insertion of essure. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), crohn's disease ("crohn's disease"), colitis ulcerative ("ulcerative colitis"), menstrual disorder ("menstruation issues") and raynaud's phenomenon ("autoimmune disorder type of disorder: raynaud's disease") and was found to have weight increased ("weight gain"). The patient was treated with buspirone hydrochloride (buspar), escitalopram oxalate (lexapro) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), dilatation and curettage, hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),dilatation and curettage and novasure endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, menorrhagia, anxiety, depression, fatigue, dysmenorrhoea, dyspareunia, migraine, back pain and abdominal pain had not resolved, the device dislocation, perforation, crohn's disease, colitis ulcerative, menstrual disorder, headache, weight increased and raynaud's phenomenon outcome was unknown and the pelvic pain and vaginal haemorrhage had resolved. The reporter considered abdominal pain, anxiety, back pain, colitis ulcerative, crohn's disease, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, perforation, raynaud's phenomenon, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: underwent treatment due to complications from essure. Right essure device is in mid tube and may be partly protruding. Left essure is within uterine cornua with a large portion protruding into the endometrium discrepancy noted in date of insertion- (B)(6) 2013. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? No diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Computerised tomogram - on an unknown date: did not show any signs of infection. Investigation - on an unknown date: labs are within normal limits. Pathology test - on (B)(6) 2017: clinical history: pre & post-operative diagnosis: pelvic pain history female sterilization specimens: uterus, cervix, bilateral fallopian tube segments. Final diagnosis: - cervix with reactive changes and focal erosion. - endometrium with predominantly sloughed endometrium, focal basalis endometrium identified. - myometrium with small leiomyomata. - portion of right and left fallopian tube with nonspecific reactive changes. Serosa with reactive features and focal extravasated blood. - metallic coil present in left fallopian tube and right cornu grossly. The myometrium is pink-tan, coarsely trabeculated with a greatest thickness of 1.8cm. Located at the right cornu is a metallic coiled embedded within the myometrium. The right and left fimbria fallopian tubes are purple gray, torturous with a pinpoint dilated lumen. Within the left fallopian tube is a metallic coil.. Ultrasound scan - on an unknown date: essure is coming out. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: uterine perforation. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome for event pelvic pain and abnormal bleeding (vaginal) updated to recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.